Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit would not stay inflated and then cuff leak was discovered. Patient required re-intubation and tube exchange twice.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds. A visual inspection was performed, and it was observed the inflation line presents damage, thus leaking, no damage was observed in the cuff. If information is provided in the future, a supplemental report will be issued.